Event description:
On november 3, 2006, a clinical incident involving an arthrocare arthrowand was reported to arthrocare corp. In 2005, the pt's right shoulder was treated using an arthrocare capsular shrinkage wand in a arthroscopic subaocromial decompression procedure. It was reported that the procedure was performed without incident. Eleven mos later, it was reported, the pt suffers from idiopathic chondrolysis following the surgery.

Manufacturer narrative:
H6. The device was not returned for investigation. No conclusion can be made.